Event description:
A coronary stent was successfully advanced to the target lesion site in the patients right coronary artery. Upon applying negative pressure to the balloon catheter, blood was observed. In response, the sds was withdrawn. However, upo withdrawal, the stent became dislodged from the balloon catheter and embolized. The stent was subsequently located and the balloon was utilized to compress the stent into the vessel wall. Another stent was successfully placed at the target lesion site. There were no additional complications reported relative to this event.